Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is being submitted to capture changes in event description (section b) and coding (section h).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a unknown reason a day after implantation. No new device was implanted. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information was received which indicated the lead was explanted due to perforation. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a unknown reason a day after implantation. No new device was implanted. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information was received which indicated the lead was explanted due to perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. This supplemental report is being submitted to capture changes in event description (section b) and coding (section h). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of perforation.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a unknown reason a day after implantation. No new device was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.